Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 24-august-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the wash probe, verified proper operation, and primed the machine. The customer ran controls without errors or leaks. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for the wash probe was damaged was a wash probe failure.

Event description:
On (B)(6) 2016, a customer reported the wash probe was damaged on the aia-360 instrument. The customer noted that the tubing inside of the wash probe was split. The customer is unable to run patient samples on pth kidney marker. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for pth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.